Event description:
During preparation of the rx voyager balloon catheter, the mandrel and the protective sheath were removed from the distal tip. While flushing the device it was noted that there was no balloon on the catheter and that it was stuck inside the protective sheath.